Event description:
It was reported that the procedure was lower limb recanalization via ipsilateral access. The lesions to treat were in below-the-knee (btk) territory, tibioperoneal trunk, peroneal and posterior tibial artery bifurcation and lesions in posterior tibial artery. Posterior artery and peroneal were patent at the beginning of the procedure. A command 014 guidewire was advanced distal to the lesion and placed at the ankle level, then a armada xt 2 mm catheter balloon was inserted through this wire. An angioplasty in the tibioperoneal trunk was performed. The balloon was tried to advance in order to perform guidewire exchange but it could not pass the lesion in bifurcation. Then the catheter balloon was retrieved and a non-abbott 014 support catheter was advanced through the guidewire but it met resistance at the same point. Then the 014 guidewire was exchanged for a command 018 guidewire, and it was advanced perfectly until the ankle level. A non-abbott support catheter was tried to be advanced over the command guidewire but it met resistance at the same level. As it was not possible to perform guidewire exchange, a viperwire peripheral guidewire was advanced smoothly and directly, and was placed at the ankle level as well. After viperwire guidewire advancement, stealth 360 peripheral orbital atherectomy device (oad) micro crown was introduced over the wire and advanced proximal to the lesion in tibioperoneal. The crown was advanced at low speed through the lesion in tibioperoneal trunk, but when attempted to advance further, the oad could not advance. The crown was removed proximal to the lesion and then glideassist mode was selected, but the crown could not pass the lesion. Low speed was selected again, however, the oad continued to not be able to cross the lesion. Medium speed was then used to treat the already treated lesions at low speed and while advancing, the oad suddenly turned off. It was noted that flushing was done between treatments for thirty seconds or more and each treatment was performed for twenty-five seconds. During attempts for crown removal, the oad did not respond to the advancer knob movement. The crown got stuck in the lesion due to calcified lesion. It was attempted to remove the crown with low speed, with the glideassist mode and with the oad crown on or off, but it was unable to remove the oad as the crown did respond to the advanced knob motion. A strange noise was heard when the device was turned on and the crown did not spin. There was tension when pulling back the advancer knob and when pulling the crown catheter back, the advancer went automatically back, to the left limit of its axis. The guidewire was removed leaving the oad crown in the vessel and the removal of crown was attempted again. The oad was finally removed while holding the introducer sheath and pulling back the system. Upon removal, it was observed the driveshaft tip was damaged. The viperwire guidewire tip was damaged as well. A control angiography was performed and confirmed there was no material separation of the driveshaft or guidewire tip. The patient experienced slow flow which resulted in hospitalization for two days for caution and follow-up. The patient was discharged from the hospital as there were no signs of worsening despite decreased distal flow at the end of the procedure. It was noted that flow was not restored, the procedure ended after the angiographic control was done when crown was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.